Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6f device. The posterior needle missed the barrel and presented in the subcutaneous tissue. Backdown was successful for the anterior needle, the posterior remained lodged in the subcutaneous tissue. The cardiologist attempted to force the posterior needle backdown by pulling on the sutures. The needle became detached from the suture. The cardiologist inserted hemostats through the dermatotomy and with the aid of imaging located the posterior needle accessing it through the dermatotomy. The device was removed and the procedure completed with manual compression. The patient did fine.